Event description:
The customer reported that while the unit was in use on a pt, the unit displayed incorrect pressure readings. In addition, the unit stopped pumping during use. Therapy was discontinued. No pt injury was reported.